Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a no delivery alarm. Customer also later reported they were unsure if the alarm occurred because they were hard of hearing. The customer's blood glucose was unknown. Troubleshooting was able to resolve the alarm with a reservoir change. The customer declined to return the product for analysis.